Event description:
User is experiencing repeated battery problems with semi-automatic and low energy defibrillator/pacer units. These malfunctions have occurred since 3/93. When user notified MFR of initial failures, their solution to problem was to replace batteries and repair or upgrade chargers, but they gave little credence to complaints. User continued to outfit their fleet with units. Recently, problems have become more frequent and have interfered with pt care. Units are often inoperative when turned on or fail within mins of activation due to battery insufficiency. User is currently reviewing these incidents and will submit a compiled report to FDA's MDR div if it is requested. Co's specs indicate batteries should last a minimum of 2.5 hrs of continuous monitoring, 3.5 hrs typical, when fully charged. However, user finds that this is not the case. It has been user's experience to average less than 1.5 hrs of continuous monitoring with a fully charged battery. Also, many of the batteries prematurely fail MFR's recommended regular testing and become unusable. Though batteries are under warranty, they are not being replaced by co. These failures have made it impossible to rely on equipment and to have freshly charged spares with each unit, while keeping one or more in charger. As an example, ten batteries that were purchased in 4/96 have already failed. These batteries are fairly new and are still well within MFR's stated life expectancy, yet user averaged only 6-10 months of use from them. A, beginning of shift check, is conducted, per MFR recommendations, including a power-up sequence, pacer operation, defibrillation energy level check and a recorder check. A fully charged battery, ready light illuminated, is removed from charger and placed in unit. Another fully charged battery is placed in carrying pack as a spare. The unit is then ready for svc for that shift. This check is repeated each shift with fresh batteries placed in unit. During course of a shift, ambulance crew encounters a pt needing ECG monitoring, defibrillation or pacing. Unit would be activated and would either be non-functional or immediately begin to alarm a low battery warning. In cases where a low battery warning is encountered, fully charged spare is inserted in unit. In some instances, spare battery will operate unit sufficiently to complete pt care; however, many times the spare fails in a shorter than expected amount of time, leaving unit inoperative and the pt without necessary diagnostic and/or treatment equipment. User's battery maintenance and testing procedures follow MFR's suggested format, however, failures are numerous und unpredictable. User routinely engaged in transports with pt contact times varying from 15 mins to more than 4 hrs. Upon the recommendation of co sales rep user purchased a new item, to power charger. The power charger clips onto the back of the monitor and allows user to operate monitor with ac power and to charge a battery in 3.5 hrs.